Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. The customer's blood glucose value was unknown. Customer was able to clear the alarm and complete insulin pump rewound. Self test was not passed. The device will be returned for analysis.